Event description:
This is 1 of 3 reports (Same failure / different patients). Linked to MFG Report Numbers: 3013886523-2026-00181.3013886523-2026-00182.A facility reported a Certas valve (ID 828804PL) was implanted on (b)(6) 2026. The valve is over-draining despite being at a fairly high setting and the patient developed subdural hematoma. According to information received on July, 14, 2026, the valve remains implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.